Manufacturer narrative:
The product involved in the report has been returned and is being processed for evaluation. A review of the device history record is in-progress. All information reasonably known as of 01-apr-2022 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4).

Event description:
Avanos medical, inc. Received a single report that referenced three different incidences, which were associated with separate units, involving three different events. This is the third of three reports. Refer to 8030647-2022-00110 for the first event. Refer to 8030647-2022-00111 for the second event. It was reported the closed suction catheter was "not suctioning." There was no reported patient injury. Additional information received 17-mar-2022 stated the device was replaced for a new device.

Manufacturer narrative:
The device history record for lot 30144160 was reviewed and the product was produced according to product specifications. One used sample was returned for evaluation. Visual inspection of the sample revealed no obvious damage, however, testing of the sample revealed that it did not suction as expected. The complaint is confirmed as reported. The root cause is believed to be manufacturing related. All information reasonably known as of 23 may 2022 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.